Event description:
It was reported that at least ten bd micro-fine ultra pen needle was unable to deliver insulin. The following information was provided by the initial reporter: I found that many of the needles in the box were blocking the insulin injection as if they were clogged. This was happening at all injection points. No pain from injection. The problem occurred very regularly, (I have in memory at least 10 times).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/6/2022. H.6. Investigation: two open 32g x 4mm pen needle samples were returned from lot. No. 1048101, cat. No. 320562. Visual examination of the returned samples was carried out and a bent non patient end of cannula was observed on both samples. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that at least ten bd micro-fine ultra pen needle was unable to deliver insulin. The following information was provided by the initial reporter: I found that many of the needles in the box were blocking the insulin injection as if they were clogged. This was happening at all injection points. No pain from injection the problem occurred very regularly, (I have in memory at least 10 times).